Event description:
Customer reports that 37 each light handle covers are broken or damaged. The lot number(s) is unknown. Issues were found prior to use.

Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Thirty-eight (38) samples were received with unknown lot numbers for evaluation. Visual inspection observed the samples were broken in different places (cone and handle). A multifunctional team has examined potential causes of this issue. After examining potential causes, it was concluded that a formal CAPA was required and a product notification should be initiated. The CAPA, currently in process, corresponds to the issue reported. The reported customer complaint is confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress for the tear condition. Personnel were issued a production notification to ensure awareness of the condition reported by the customer. This complaint will be utilized for tracking and trending purposes.